Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the device was broken into two sections. The working length was also bent in several locations and it was broken approximately at 28.5cm from the distal tip; broken ends have evidence of stretching. The noted failure likely occurred due to physical impact or damage on the device as a result of mishandling; therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used on a procedure performed on an unknown date. According to the complainant, the material was defective. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the catheter was broken; therefore, this is now an MDR reportable event.